Event description:
Per staff report: the phaseal injector became disconnected from the line. The line that became disconnected had methotrexate in it from a 24 hour infusion that ended the prior night. Only a few drops of the chemo spilled but blood did come out. The size of the chemo spill was small (only a few drops) therefore it was able to be cleaned up. The cap was changed and 4 ml of blood was wasted prior to placing the new luer lock. Very little blood was lost during this incident. The bed linens were changed, floor was cleaned, and all tubing was changed. The primary problem here was the phaseal connection. We have experienced approx. 12 (reported) disconnections in this calendar year at the junction between the primary tubing and phaseal injector. This is very concerning as it:a) exposes the patient, family and rn to hazardous medications and b) exposes the tubing and patient catheter to bacteria entry = risk for clabsi and c) allows for the patient to bleed from their catheter which is held open with the phaseal connector/injector activated.======================manufacturer response for phaseal injector, bd (per site reporter).======================manufacturer is looking at possible solutions. Presently we are using a microclave fitting on the phaseal, which seems to provide a tighter connection.